Event description:
It was reported by the affiliate that during an unknown procedure, the balloon would not inflate. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Evaluation summary: based upon the analysis examination, a clamp punctured the balloon; impressions are clearly visible from the teeth.